Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The prostyle device was maneuvered with some force and the device broke. It should be noted that the electronic prostyle instructions for use (eifu), states: excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. The investigation determined that the reported suture separation appears to be related to use error. The unexpected medical intervention appears to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - excessive force.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device after an endovascular therapy procedure using a small-bore sheath. Reportedly, while removing the plunger, the suture separated as the plunger was pulled with excessive force. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.